Manufacturer narrative:
The complaint device has not yet been received, however, historically, this type of failure has been attributed to the possibility that the user may have hit bone or some other object when deploying the needle through the soft tissue, causing the distal portion of the needle to possibly fatigue and break off. Also, this is a single use device, and it was not established that the device was used only once, which could have led to this particular failure mode as well. Outside of these hypotheses and consideration no conclusions can be drawn. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and, therefore, there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed 2 other similar complaints for this lot of 5,995 devices that were released to distribution. If and when the complaint device is received here at depuy mitek it will be subjected to a root cause analysis. If the analysis identifies any definitive root cause a follow-up report will be filed.

Event description:
Just after the surgery, it was found that the tip of the needle was broken and missing. The tip was found in the patient¿s body through x-ray. Instantly another surgery was done to remove the tip. The tip was removed from the patient successfully. The surgery was extended by 60 minutes including the revision. According to the doctor, the product was used 8 to 10 times during the surgery.